Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, at opening of a 179078p the 5-12mm versaseal was not assembled, thus loose in three parts. The rest of the trocar was intact. The trocar was needed for a lap band removal. Corrective action taken relevant to the care of the patient: hospital opened an new trocar. Patient outcome, not affected.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The 5-12mm trocar head was not assembled. Engineering determined that personnel are considered to be associated to reported condition. It is probable that involved personnel had placed the unit incorrectly into the welding machine. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.